Event description:
Pt alleges receiving breast implants on 8/15/83. Pt also alleges between 1990 and 1995 she had anemia and injections, allergies and hypersensitivity to mercury and amalgam. In 1/1994 she developed clinical depression and insomnia. Pt also alleges her left prosthesis ruptured and her left breast diminished in 12/1994; therefore, she had removal and replacement of both implants on 1/26/95 with saline devices of another MFR.